Manufacturer narrative:
During the manufacturing process, the delivery system undergoes multiple 100% visual inspections and testing. The delivery system components undergo multiple 100% visual and dimensional inspections. Additionally, product verification is performed on a sampling plan basis. These inspections during the manufacturing process and testing performed during the product verification make it unlikely that a defect in manufacturing contributed to the reported events. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, cardiac tamponade, wire and catheter manipulation and prolonged or repetitive runs of rapid pacing. [During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site.] These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are not uncommon and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, the complaints could not be confirmed as no device was returned and no relevant case imagery was provided for review. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported 'it was reported difficulty when trying to pull the balloon catheter back into the valve, as it was much stiffer than usual. As a result, it was decided to use the fine adjustment wheel for the whole process'. Additionally, 'the valve alignment was not attempted in a straight section. It was from right subclavian access and therefore valve alignment was performed at an angle in the ascending aorta.' Performing valve alignment in a tortuous anatomy can result in valve diving leading to high alignment force. Per the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.' Multiple device manipulations were performed in attempts to align the valve over inflation balloon prior to deployment. Upon deployment, the balloon did not inflate, and blood was seen in the inflation device when negative pressure was drawn. This indicates that the inflation pathway for the delivery system had been compromised and is likely due to excessive manipulation to overcome valve alignment difficulty. 'When it was tried to pull the pusher back, again, it was experienced great difficulty and the balloon went forward into the left ventricle.' A product risk assessment (pra) captures the prior investigation of this failure mode where high tension conditions can potentially result in proximal valve movement during flex tip retraction. Per the report, the patient had a tortuous anatomy and valve alignment was not performed in a straight section of the aorta. Performing valve alignment in a tortuous anatomy/non-straight section of the aorta, can cause the thv to become unseated/non-coaxial from the flex tip during alignment, which can contribute to valve alignment difficulties and create built-up tension in the system. It is likely that the tension was built during valve alignment and was released during flex tip retraction causing the valve to be mispositioned prior to deployment. Although a definite root cause could not be confirmed, patient factors (tortuous anatomy) may have contributed to the reported valve alignment difficulties. Procedural factors (excessive manipulation during valve alignment) may have contributed to the torn balloon. There was no allegation or indication a device malfunction contributed to the ventricular fibrillation (vf) during the tavr procedure. Investigation results suggest in addition to the procedure itself, patient factors not provided may have contributed to the vf and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), difficulties were encountered during the alignment of a sapien 3 valve. Following manipulation of the commander delivery system and alignment of the valve, during deployment, the balloon would not inflate, and blood was noted in the inflator syringe. A 29mm sapien 3 valve was deployed in the aortic position by the subclavian approach. Difficulty was reported when trying to pull the balloon catheter back into the valve during valve alignment. As a result, the decision was made to use the fine adjustment wheel for the whole process. The valve still could not get within the marker of the balloon, but the team determined there was enough of the balloon in the valve to expand it fully. When the pusher was pulled back, great difficulty was experienced, and the balloon moved forward into the left ventricle. The valve was repositioned adequately, and the fine adjustment wheel was used to effectively pull the pusher back. During the attempt to deploy the valve, the balloon did not inflate. When negative pressure was put on the inflator, it filled with blood indicating that the balloon had ruptured. Another valve was prepared; however, the patient went into vf after the original delivery system was withdrawn. Although resuscitation was attempted for forty-five minutes, the patient expired.